Manufacturer narrative:
Unit passed the rewind test, prime/seating test, basic occlusion test and force sensor test. Unit received with minor scratched lcd window, cracked keypad at select button, faded serial number label, cracked case(battery tube), cracked case, cracked battery tube threads, broken reservoir tube lip, partially detached retainer. Unable to perform displacement test or lock reservoir in place due to missing retainer.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer's blood glucose was 300 mg/dl. The customer stated that there was a crack on the back of insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.